Event description:
It was reported that during an atrial lead revision, externalized conductors were observed on the rv lead via fluoro. The lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
A partial lead was returned in two segments. Internal insulation abrasions were noted at 7.3 to 8.4cm, 9.5 to 9.9cm, 10.9 to 11.7cm and 26.7 cm to 28.6cm from the distal tip. The etfe coating was intact and the inner coil was not exposed in these locations.